Event description:
It was reported that during a da vinci-assisted hysterectomy ¿ benign surgical procedure, the nurse contacted the technical support engineer (tse) to report that the monopolar energy was not working. The tse reviewed logs and noted a number of 25920 errors. The tse had caller reboot integrated electrosurgical unit erbe (erbe) generator, but the issue was not resolved. The procedure was completed with a backup generator with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and obtained the following additional information: the robotics coordinator (roco) informed that the procedure was completed using the backup generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical unit erbe (erbe) generator to correct the reported problem. The system was tested and verified as ready for use. Isi did receive did receive the erbe generator and performed the failure analysis (fa). The fa confirmed and reproduced the reported failure (m-b0-16/m-b0-60 errors, repeated monopolar errors). The unit was placed on an in-house system and was run in normal mode. The visual inspection shows the erbe generator in good condition. The complaint regarding energy issues was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer had monopolar energy issues after the start of the procedure due to issues with the integrated electrosurgical unit erbe (erbe) generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur, as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.